Manufacturer narrative:
As received the device for evaluation, the implant coil was already detached from the pushwire and was missing. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be broken into two segments at the proximal end with the release-wire pulled back. During evaluation, the coil shield was found to be damaged and the pushwire bent proximal to the lumen stop. As the device condition did not match the complaint description, follow-up was conducted for additional information without success. Based on the analysis finding and reported event detail, the customer report of ¿coil resistance/stuck in catheter¿ could not be confirmed. The cause of the damage could not be determined because the coil was not received for evaluation, and the customer did not report the damages at the time of the event. The implant coil may have become detached and lost subsequent to the pulling back of the release-wire. All coils are 100% inspected for damages and irregularities during manufacture. Mdrs related to this event: 2029214-2016-00764 2029214-2016-00765.

Event description:
Medtronic received information that there was a lot of resistance experienced when the coil was advanced through the microcatheter during coiling treatment of an aneurysm. However, evaluation of the returned device found that the implant coil was detached from the pushwire and was missing. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.